Event description:
It was reported that pump touchscreen became frozen and unresponsive, preventing customer from interacting with pump screen. There was no reported impact to the customer¿s blood glucose level. Customer attempted pump reset as instructed by technical support but issue persisted, so customer switched to multiple daily injections for backup insulin delivery, and technical support arranged shipment of replacement pump.